Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
On (B)(6) 2012, the patient underwent a trial procedure. Before the procedure, the patient was given vancomycin. On the table, the patient was given fentanyl. During the procedure, the patient experienced nausea and vomiting. As a result, the procedure was aborted. No product was opened.